Event description:
It was reported there was no stimulation sensation at the beginning of the report. It was also noted the patient device was being "rejected" by their body and there was an inch long protrusion where the incision was made. It was noted the device became visible a few weeks prior. The patient currently had two leads that they "can't ever get anything no matter how high they dial it." It was noted there was pain related to the device. The device had been working properly until the patient fell on it approximately one month prior. It was noted the device may still be "somewhat providing stimulation." It was noted the patient wanted to get a new surgery scheduled to "extend the leads" through. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3093-28, lot # v863575, product type lead. (B)(4).